Manufacturer narrative:
Follow-up # 1: date of submission 09/10/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 08/18/2015 with the following findings: during testing, the pump powered on with audio/tune/vibrations but did not display verify screen; the display screen was blank. There was moisture observed in the battery compartment and under the display. The keypad cover was torn next to the ok button. All the keypad buttons did not respond to user inputs. When the keypad cover was removed, there was no observation of moisture or contamination under the button contacts. When the pump case was removed there was internal moisture damage found on the keypad flex connector and the printed circuit board. There was also a keypad leak noted.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (segments missing w/ moisture) issue. It was reported that segments were missing. It was also reported that there was moisture present behind the display, battery compartment, and cartridge compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.